Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced a serious injury while on insulin pump therapy. The patient was reportedly hospitalized due to the pump leaking insulin at the cartridge to the set connection point (luer lock) and did not deliver insulin to the patient for seven hours. The patient reportedly realized the leak when priming the pump. Blood glucose measurements nor symptoms were reported to animas. Animas customer technical support made several attempts to contact the reporter for more information; however, the reporter did not respond to these attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy allegedly due to a cartridge issue.